Event description:
The implant malfunctioned due to it fracturing during placement. The initial report did not have the correct event type documented, the correct event type, serious malfunction, is provided in this follow-up report.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, serious malfunction, is provided in this follow-up report.

Event description:
Implant failed due to a failure to osseointegrate.